Event description:
Inserting l-cath and when starting to withdraw the introducer it fractured & remained in the pt's vein. No expiration date exists on the kits. Introducer had to be surgically removed. Upon examining introducer after the incident it was found to be very brittle.